Event description:
The customer reported wash fluid leaked within the instrument from the cap piercer blade and onto the sample tube caps involving the unicel dxc 800 synchron system. Samples with evidence of fluid on the caps were reanalyzed on an alternate instrument. Patient results were not impacted. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the blade wash drain was not draining. The fse cleaned the cap piercer waste valve and resolved the issue. The fse verified proper drainage and system operation. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).